Manufacturer narrative:
Follow up 18-apr-2016: quality-safety evaluation of ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in her pelvic region and heavy bleeding during menstrual cycle after essure (fallopian tube occlusion insert) insertion. She stated she has been in and out of the hospital. The reported events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since consumer stated she was in and out the hospital due to the events (hospitalization cannot be formally excluded with the available information). Based on the available information no product quality defect was confirmed. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060053) in united states on (B)(6)-2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2008. After becoming implanted with the essure device, the consumer developed a discoloration rash on her skin directly in the area of her implantation. It remained there for approximately two years. Since the procedure she has been in and out of the hospital with different medical problems she felt related to this device. She had pain and discomfort every day in her pelvic region, some days severe, she had extreme pain sometimes unbearable during her menstrual cycle as well as heavy bleeding this occurred after her implantation. She told her doctor at time of implantation when asked if she had any allergies she listed her allergies including nickel. He stated that it did not matter because her allergy/sensitivity was on her skin. She had spells where she will get very nausea sometimes lasting for a week. She has experienced hair loss and balding in areas as well as thinning, before implantation she had thicker hair. She also had a prolapsed cervix cause unknown because she lost her insurance for a while but after now regaining it she will be having more tests ran to determine if this was because of the device. As she had said earlier all of these symptoms occurred after implantation to present. Concomitant drugs included: lamictal, suboxone, ibuprophen, aspirin and vitamin d. Follow-up received on 05-apr-2016: despite of follow-up attempts, no response was received to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in her pelvic region and heavy bleeding during menstrual cycle after essure (fallopian tube occlusion insert) insertion. She stated she has been in and out of the hospital. The reported events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since consumer stated she was in and out the hospital due to the events (hospitalization cannot be formally excluded with the available information). A product technical analysis is being sought. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.